Manufacturer narrative:
Device evaluated by MFR.:(B)(4) ous mr 24 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the mid-section stent strut row were lifted from their crimped stent position and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during advancing attempts when the stent met resistance of a stenosed calcified lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08dec2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 24 x 4.00 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.